Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID cd9000, serial# (B)(6): product type multiple therapy product wr9230, serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot # (B)(6), h3: analysis showed that there was no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-14 mpxr 1191901 (rep, for): it was reported that the recharger system was not activated and we were unable to activate it. The system was recharged to 100 percent and when they try to activate it the recharger system with the handset and the clinician programmer, but it was not able to activate the recharger system with none of them. They reset the device but it still didn't work. The issue was not resolved.